Event description:
A nurse reports that a patient was admitted to an unknown hospital on (B)(6) 2014, due to hyponatremia and behavioral issues. While hospitalized, the patient had labs drawn, results unknown at this time, to rule out dementia. On an unknown date in (B)(6) 2014, the patient was discharged from the hospital. No peritoneal dialysis treatments were missed, there was no reportable device malfunction, and no serious injury occurred. As of (B)(6) 2014, the patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy, and it is unknown if the patient continues to experience behavioral issues and hyponatremia. The sample was discarded and is not available for return. The lot numbers are unknown.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are rec'd. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. The related MDR #s 1713747-2014-99984, 2937457-2014-00996, and 8030665-2014-00469.